Event description:
The doctor used dermabond (r) on a c-section and the wound opened up 4-5 days after the surgery and was closed by sutures. This surgery occurred in 2007. The patient recovered completely. The doctor does not have any additional information available.

Manufacturer narrative:
Some information for this report may not have been provided at this filing. If the information is provided at a later date, a supplemental filing will be sent. The package insert indicates that the adhesive should not be used in areas exposed to prolonged moisture or friction. The area should be dry prior to applying the adhesive to assure direct contact for adherence of the adhesive with the skin. Package insert also states that patients treated with dermabond (r) topical skin adhesive should be instructed that until the polymerized film has sloughed naturally (usually in 5-10 days) there should be only transient wetting of the treatment site. The patient may shower and bathe the treatment site gently. The site should not be scrubbed, soaked, or exposed to prolong wetness until the film has sloughed off naturally and the wound has healed closed.